Manufacturer narrative:
The country of origin is (B)(6).

Event description:
The initial reporter received questionable elecsys ca 19-9 immunoassay results for 3 patients from the cobas 8000 e 801 module analyzer serial number (B)(4). Patient 1: the initial result was 51.1 u/ml and the retest result was 6.80 u/ml. Patient 2: (B)(6) 2019. The initial result was 254 ng/ml and the retest result was 2.85 ng/ml. Patient 3: (B)(6) 2019. The initial result was 42.5 u/ml and the retest result was 4.3 u/ml. The questionable results were not reported outside the laboratory.

Manufacturer narrative:
The following is the cea investigation findings. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The (B)(6) 2019 were cea results and not ca 19-9 results. The initial result was 254 ng/ml and the retest result was 2.85 ng/ml. The questionable results were not reported outside the laboratory. The following cea information was asked for but not provided: catalog number: asku, lot number : asku, expiration date : asku, UDI : asku, 510k : asku.

Manufacturer narrative:
The investigation determined that there was reagent contamination, which occurred during the filling process of the elecsys ca 19-9 reagent cassettes lot number 416245 for the cobas e 801 module only. The issue is related to contamination of the reagent with magnetic particles. A replacement lot is not currently available. Roche has provided two workaround options to customers. The first workaround is customers may discontinue running the elecsys ca 19-9 assay on the e801 and instead run the ca 19-9 assay on the cobas e 411 analyzer, cobas e 601 and 602 modules, or the modular analytics e 170 module. The second workaround is customers can continue to run the ca 19-9 assay on the e801 and repeat all results =37 u/ml within 2 hours. Customers are also instructed to use only the first 200 determinations of the 300 test cobas e pack. Instructions for implementing these workarounds were communicated to customers by customer notification. "